Event description:
It was reported that during a laparoscopic cholecystectomy, the generator gave an error code 7, then gave an error code 1 and then an instrument error code 5. The device would never work. Switched generator and device and completed the case. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 06/03/2008. The device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and displayed an error code 7. It was found that the hand control switch assembly buttons were not functional; no error code 1 or 5 were noted during testing. Complaint info is trended on a regular basis to determine if further investigations warranted. The batch history records were reviewed with no anomalies noted during the mfg process.